Event description:
Surgeon informed tmj implants, inc. The pt complained of burning, in the joint area a few weeks following implant of a left fossa prosthesis. At explant, there was black tissue around the screw heads of the device. Upon further discussion with the surgeon, at the time of implant, two of the three screws used to secure the fossa prosthesis were synthes screws. The pt was reconstructed with dermal grafts.